Manufacturer narrative:
Corrected information for the initial MFR 1220648-2024-06315 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported the patient experienced oozing at the impella access site. The site was redressed and the patient received one unit of blood products.

Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the positioning issue was most likely due to wireless re-access. The impella device is not indicated for wireless re-access per IFU (B)(4). The failure modes will be monitored and trended.

Event description:
The user facility reported patient who presented for high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the pump was inserted, the repo sheath was removed and by repositioning sheath it was advanced; the pump migrated back in the aorta. Multiple attempts were made to re-cross without success. Therefore, a side port accessed and pump was exchanged. There was no harm to the patient as a result of this incident.